Manufacturer narrative:
Pump passed displacement test and selftest. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons were hard to push. The customer¿s blood glucose was unknown at the time of incident. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is not expected to return for analysis.